Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi mg/dl. The customer's expected fasting blood glucose test result range is 80 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 545 mg/dl using truemetrix meter and hi using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is (B)(6) 2017. The customer stated she is testing five times a day (fasting). The customer stated that she has not made any recent changes in her exercise regimen but in her medication and diet. The customer stated that she had not eaten anything all day. The meter memory was reviewed for previous test result history (customer stated that she was unable to make out the time for all five of the results and was starting to become distressed): (B)(6). Memory concerns: the customer is concerned with these results of hi.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi mg/dl. The customer's expected fasting blood glucose test result range is 80 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 545 mg/dl using truemetrix meter and hi using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/26/2018 and open vial date is january 2017. The customer stated she is testing five times a day (fasting). The customer stated that she has not made any recent changes in her exercise regimen but in her medication and diet. The customer stated that she had not eaten anything all day. The meter memory was reviewed for previous test result history (customer stated that she was unable to make out the time for all five of the results and was starting to become distressed): (B)(6). Memory concerns: the customer is concerned with these results of hi.